Manufacturer narrative:
(B)(4). Method: no device was returned to fisher & paykel healthcare thus, the investigation is based on the customer statement and our knowledge of the product. Result: the customer reported that the labeling on the packaging isn't clear enough to differentiate between the rt040 vented hospital full face mask and the rt043 non vented hospital full face masks. The rt040 labeling was reviewed and it clearly indicates that it is a vented mask. The rt043 labeling was reviewed and it clearly indicates that it is a non-vented mask. Conclusion: we are unable to determine the cause of this complaint. The product labeling indicates that the rt040 is a vented mask and rt043 is a non-vented mask. The hospital was provided with an application guide which also indicates that rt040 is a vented mask and rt043 is a non-vented mask. The rt043 user instructions includes the following warning: for bi-level/CPAP use with a single limb circuit, an exhalation port must be fitted. This is the first complaint of this nature received for the rt040 & rt403 products.

Event description:
A healthcare facility in the UK reported via a fisher & paykel healthcare (f&p) representative that the labelling on the packaging isn't clear enough to differentiate between the rt040 vented hospital full face mask and the rt043 non-vented hospital full face masks. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The fisher & paykel healthcare is currently in the process of retrieving further information from the customer regarding this event. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the labelling on the packaging isn't clear enough to differentiate between the rt040 vented hospital full face mask and the rt043 non vented hospital full face masks. No patient consequence was reported.